Manufacturer narrative:
B5; additional information received :it was reported that the patient presented emergently with a sudden onset of back pain. At osh, a CT scan was performed and revealed an aortic dissection from root to bifurcation. The patient was started on esmolol infusion and transferred to hf main .upon arrival to the unit, the patient reported that the pain is in mid back between shoulder blades but more prominent on the left side. An arterial line was placed. The patient's chart was reviewed and an emergent repair of a type a dissection was carried out by the cardiac team with the frozen elephant trunk graft put in the descending aorta. This was an open repair via a median sternotomy and her course was very complicated and unfortunately, did not survive. The physician believes that the patient's cause of death was due to the type a dissection, not the graft itself and no follow-up was attained due to this. It was stated that the patient had many other comorbidities that contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the emergent endovascular treatment of a type a aortic dissection from the root to ascending aorta. It was reported post the index procedure the patient was placed on ECMO (extracorporeal membrane oxygenation) and then went into cardiac arrest. The patient had a dnr as advised by the family and expired on the (B)(6) 2019. No additional clinical sequelae were provided and the patient is expired.